Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level at the time of the incident was 555 mg/dl. Customer was treated with insulin pump and manual injection, insulin pen. The insulin pump received insulin flow blocked alarms. The user alleged the insulin pump was under delivering insulin due to the insulin flow blocked alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode was not active at the time of the incident. The insulin pump and reservoir will not be returned for analysis.